Event description:
On [date redacted] -- approximately 7 days ago, a chest x-ray revealed the left port catheter is fractured. Patient went to ir [interventional radiology] who reported successful removal of the fractured left subclavian port catheter and removal of the retained port catheter fragment from the right atrium/hepatic vein confluence. Patient's last chemo was in [redacted] -- approximately 6 months ago.